Event description:
Candela laser was used successfully for 14 patient cases on [redacted]. After cases, staff was unplugging laser to move back to storage and felt an electrical shock in their hand. Biomed inspected device and could not replicate issue, opened ticket with vendor candela and requested onsite service/additional equipment check. Vendor also helped troubleshoot over phone, suspected root cause is static electricity. Issue occurred at [redacted]. Manufacturer response for laser, v beam (per site reporter) completed a global patient impact communication form as requested by vendor. Service ticket opened, vendor scheduled to come to site to complete inspection and testing of laser.